Manufacturer narrative:
Device passed displacement test. Device alarmed pump error 63 alarm during self test and confirmed in the pump history due to broken pin 6 traces in keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an insulin pump error alarm 63. The customer's blood glucose levels were 179 mg/dl at the time of the incident. The customer stated that the insulin pump alarm reoccurred. Troubleshooting was provided for the insulin pump error alarm. The alarm was able to be cleared. The customer was able to complete the pump rewind and fill cannula. The customer reported that the insulin pump did not pass the self test. The insulin pump will return for analysis.